Event description:
Complainant alleged that while treating a pt (age & gender unknown), the device discharged once to the pt appropriately; however, on the second attempt to discharge, the shock button appeared to be stuck and there was a delay in providing therapy to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.